Manufacturer narrative:
Quality controls were performed on the meters and passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The investigation is ongoing.

Event description:
There was an allegation of a questionable high glucose result from accu-chek inform ii meter serial number (B)(4). At 8:35 am, the result from meter serial number (B)(4) was hi (>600 mg/dl). At 8:39 am, the result from meter serial number (B)(4) was 207 mg/dl.

Manufacturer narrative:
Only the customer's meter was returned for investigation. It was tested with retention test strips and quality control material. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 md/dl. Results: level 1: 45, 44, 44 md/dl; level 2: 302, 295, 306 md/dl. All returned results are within the acceptable range.